Event description:
It was reported that on (B)(6) 2021, while trying to remove the temporary compression wire from the clavicle plate in the bone, the compression wire broke at the junction of the ball and the wire. The compression wire ball and threaded tip end was still remaining and held down the plate to the bone. The surgeon had to use multiple instruments to remove the remaining compression wire ball and threaded tip from the plate. The remaining compression wire ball and threaded tip were successfully removed. Removing compression wire with a wire driver needed to use multiple instruments to grasp the remaining compression wire ball. Procedure was completed successfully with twenty (20) minutes surgical delay. Concomitant device reported: unk - cable/wire instruments (part# unknown; lot# unknown; quantity: unknown). Unk - plates: lcp clavicle plate (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.6 comp wire 15 thread/150 length. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.